Event description:
Customer reported she has been experiencing lows for a month. She has also had some highs during the morning so medical team doctors raised it up. Customer's blood glucose was 33 mg/dl. Currently it was 38 mg/dl and later in the call customer's blood glucose was 55 mg/dl, treated with food. The drive support cap appears to be normal. Customer was not admitted. Customer most recent set change was two days prior to call. Customers priming technique was being reviewed and customer was stating he takes of the device, rewinds, and then he says he doesn't have a good memory. Settings looked correct to the customer. Reservoir was showing the same amount of insulin as on the status screen. Displacement test and device did pass. Customer was advised to monitor the device. No further information reported. Customer's blood glucose was 78 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.